Event description:
Customer reported that the passport v monitor shut down after being disconnected from ac power. Monitor was not used on patient during shut down. No patient injury was reported.

Manufacturer narrative:
Mindray representative in (B)(4) evaluated the monitor and replaced the power board but was unable to duplicate issue.